Event description:
It was reported that the tip of an aleutian tlif ii inserter handle and inner shaft was bent outside the operating room. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inserter.

Manufacturer narrative:
Upon inspection of the inserter, no deficiencies were detected, the device functioned as expected. The reported event was found to be due to the inner shaft which is captured in MFR report # 3004774118-2022-00166.

Event description:
It was initially reported that the tip of an aleutian tlif ii inserter handle and inner shaft was bent outside the or. Upon inspection of the inserter, no deficiencies were detected, the device functioned as expected. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inserter.